Event description:
It was reported that the catheter backed out of the subarachnoid space. It was initially alleged that the patient had an infection in the spine, but the healthcare professional (hcp) confirmed there was no infection of the pump or catheter, and the patient did not have meningitis. An MRI (magnetic resonance imaging) was performed. The patient reportedly complained of a chronic hip infection. Perioperative antibiotics were administered. At eri (elective replacement indicator) the hcp checked the side port and observed no flow. When the hcp replaced the pump, the lumbar site was opened and the catheter was pulled out to the level of the fascia. Both the pump and catheter were replaced. No drug or patient outcome was reported. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).